Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The triangle on the safety valve is broken off. The valve was changed on the (B)(6) 2017, since then the drainage is working again. No patient harm or medical intervention reported.